Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-31812. It was reported that the patient's leads were discovered to have migrated during another procedure (related manufacturer reference number:3006705815-2020-31595). As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the issue.